Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detected" alarm, but no physical evidence of blood on the iabp tubing. The customer rebooted the iabp and the iabp generated an "auto fill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The co rep observed the "auto fill failures" alarms in the log journal, but he was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally. (B)(4).